Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) via a rep regarding a patient receiving morphine (25 mg/ml, 2mg/day) via an implantable pump. It was reported that the patient had presented to clinic on (B)(6) 2021 with redness on pump pocket, hot to the touch, and other signs of infection. An environmental/external factor that may have led or contributed to the issue was a recent revision surgery {refer to manufacturing report # 3004209178-2021-08051 regarding the previous catheter revision}. The pump and catheters were removed on (B)(6) 2021. The rep was notified by physician's office that the pump was explanted due to infection. It was reported that the explanted devices would not be replaced or returned. Patient weight and medical history were asked but unknown. Patient was alive with no injury. The issue was resolved at the time of this report.